Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg is inoperable as it hasn't worked since 2012. Surgical intervention is planned to address the issue.